Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This event has been previously submitted in 3008344661-2018-00088, this report is being sent for a secondary suspect medical device. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely reactive results while using architect hbsag reagents. The following data was provided. Sid (B)(6) initial (B)(6), repeat (B)(6). Multiple hbsag qualitative results were (B)(6). There was no impact to patient management reported.